Manufacturer narrative:
The lead was returned in two pieces. Final analysis found that the insulation abrasion was found on the connector piece, which was consistent where friction occurs between the lead and the generator can. The abrasion exposing the outer coil could have contributed to the noise problem reported.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.